Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the physician accidentally placed and fixated the lead into the pulmonary artery. Instead of unscrewing the lead, the distal portion was cut by the physician and partially explanted and replaced. No patient complications have been reported as a result of this event.